Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operatively the threads for the corail threaded adapter (ref# (B)(4)) became stripped while trying to engage the threads on the stem. There was a brief (approximately 3-4 minutes) surgical delay while the surgeon struggled to engage the threaded adapter resulting in the stripped threads on a6779. There was no patient consequence.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.